Event description:
The reporter indicated that he tried to inquire the device before implant, and he received the ifi (intensified follow-up indicator) message several times. The device was not used and will be returned. No pt as involved in this event.

Manufacturer narrative:
D.7 - implant date - na summary analysis: the reported observed high cell current & low cell voltage was the result of a malfunction on the companion i.c., u-2.